Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during a coronary procedure. The procedure was completed using the frontal arm. A philips remote service engineer inspected the system remotely and identified the geo-pc was unable to communicate and no movements were available on the l-arc. The analysis of log file identified ¿malfunctioning geo-pc¿ which confirmed the reported malfunction. A philips field service engineer examined the system on-site and replaced the geo-pc. The cause of the geometry pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the geo pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In biplane systems, imaging can be performed from the frontal and lateral planes, if the lateral plane is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner and vice versa. In this instance, the reported failure occurred on the l-arc, and the procedure could be completed using the frontal arm. Therefore, philips has determined that this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not possible. There was no reported patient or user harm. Philips has started an investigation of this complaint.